Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) when connecting the device to the competitor lead high out of range shock impedance measurements were noted. Further investigation noted that the competitor lead was a single coil lead and the device was programmed to triad configuration. When the new ICD was tested in a single coil configuration the shock parameters were normal. No further testing was done as a configuration that the lead is connection the correct port was pending. No adverse patient effects were reported. Boston scientific technical services (ts) discussed that in order to confirm appropriate sensing and device functionality it was discussed to run the real time electrocardiogram while performing maneuvers and the patient is changing the body posture. The shock electrocardiogram should be clean of noise. Ts noted in case no issues are found and device timing as well as sensing is appropriate consider that this may be related to the shock vector configuration observed in the second device. The first device will be returned to determine the root cause of the clinical observations. Additional information noted that a review of the x-ray showed a fracture of the competitor lead at the point where the lead would have entered the deice header. This failure was undetected until the lead was connected to the first device. The second competitor lead used was programmed as a single coil and defibrillation testing was done twice. Defibrillation testing was successful and shock impedance measurements were normal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently this device was explanted and returned. No additional adverse patient effects were reported.